Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found the unit losing 3 psi in 10 minute period of time. The fse clamped the tubing at various locations to isolate leak. The fse then tightened various fittings throughout helium circuit and the leak was repaired. The unit passed all functional and safety tests according to factory specifications, and was returned to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cs300 intra-aortic balloon pump (iabp) unit has a helium leak. There was no patient involvement reported.